Event description:
It was reported that patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2022 in which a second lead was added, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient had a second lead implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.